Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Scorpio component package was opened and was identified that both the inner and outer sterile packaging had been compromised. Implant was taken off of the field; implant was never implanted; implant never made contact with the patient.

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The implant was received in the carton without the shrink wrap. A depression line was observed on the left underside of the carton. The outer blister was opened by the user prior to receipt. The inner blister was fully intact and unopened. A hole was observed through the middle of the outer and inner tyvek lids, approximately 2 inches from the edge of the outer blister. The inner tyvek lid was opened and the plastic lid on top of the implant was cracked where it contacts each the anterior condyle edge and the lateral posterior condyle edge. The holes through both tyvek lids were consistent with where the anterior condyle edge cracked the plastic lid. The underside of the inner tyvek lid was indented where the plastic was cracked by the lateral posterior condyle edge, but the lid was not breached at this location. The event was confirmed. The packaging was confirmed to be assembled per specification. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Scorpio component package was opened and was identified that both the inner and outer sterile packaging had been compromised. Implant was taken off of the field; implant was never implanted; implant never made contact with the patient.